Manufacturer narrative:
The reported events were high pacing impedance and muscle stimulation. As received, a complete lead was returned in three pieces. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of internal shorts. Unable to perform lead impedance test due to condition of the lead as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found visual inspection of the lead noted an external insulation abrasion breaching the lead body insulation and ring electrode cable lumen at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
It was reported that a patient presented to clinic for follow up for lead replacement and generator change procedure. The left ventricle (lv) lead exhibited high pacing impedance. The lv lead vectors also had triggered a stimulation. The lv was explanted and replaced with a new lead. The patient was stable throughout the procedure.